Event description:
A (B)(6) old female pt's husband contacted zoll customer support for an unrelated complaint. Upon service investigation, a reportable event was discovered. The pt's electrode belt trunk cable connector was damaged. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. As received, the trunk cable connector was broken, exposing wires. The cause of the damaged connector cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the damaged electrode belt connector. The pt received a replacement electrode belt.